Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process, after which the cgm error was resolved, and the customer successfully initiated their sensor session.